Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the loss of fluid column. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report failure to hold column during preparation of the steerable guide catheter. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr). During functional testing of the steerable guiding catheter (sgc), it was observed that the water column was not stable. Therefore, the sgc was not used. A new sgc was used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.